Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. The lead was successfully repositioned. There were no patient consequences.

Event description:
New information received notes that during the lead repositioning, fluoroscopy was performed and revealed a micro dislodgement.